Event description:
During an egd (esophagogastroduodenoscopy) procedure it was found that the fluid was leaking from where the cannula connected to the catheter. When they took the dressing off to further investigate that is when it was realized the cannula was detached from the catheter and had remained in the arm of an 18 year old male patient. This was in the right antecubital vein of the patient. The cannula was removed by a vascular surgeon under local anesthetic. The patient had to transfer to the emergency room and have the cannula removed. The patient had to receive stitches to close the removal site.